Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced a jolting sensation starting about two weeks prior to report. The patient ¿suspected that she might¿ve accidently knocked the device but was unsure.¿ use of the patient¿s programmer at the time of report indicated that only the programmer battery light was lighting even after trying a new battery in the programmer, despite pressing the stimulation on button. The patient¿s programmer was reportedly ¿indicating no battery life on her neurostimulator.¿ the patient was alive with no injury at the time of report. The patient was redirected to her healthcare provider (hcp). Additional information was requested, but was unavailable at the time of report. A supplemental report will be filed if additional information is received.